Manufacturer narrative:
The reported defective device has not been returned to the manufacturer yet. Angiodynamics is attempting to obtain the reported defective device for a device evaluation. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: we had a catheter (tip) that malfunctioned by breaking off inside of a patient. It was reported the patient suffered no permanent harm or injury due to this event. It was indicated the reported device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a soft-vu catheter. A visual review of the device noted that the tip is separated from the catheter shaft. The fractured tip was not returned. The customer's reported complaint description of the proximal end separating from the distal is confirmed. This failure mode is consistent with tip embrittlement associated with a CAPA opened to address this failure mode. A material change to address the robustness of the catheter tip was implemented on 11-aug-2017. The complaint sample sub-assembly was manufactured before the implementation of this material change. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use,which is supplied to the end user with this product states; "do not attempt to hand straighten the tip of any curved tipped catheters which are furnished with a tip straightener. This may result in damage to the product. Tip straighteners are furnished on all catheters intended to be straightened with the aid of a tip straightener. Reshaping of the catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat. Do not leave curved tipped catheters straightened over guidewires for extended periods of time. This will result in failure of the catheter tip to re-form to its intended shape. Always use a guidewire to remove the catheter from the vasculature. Failure to do so may result in damage to the vessel, puncture site, product, or all three." A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint (B)(4).